Event description:
It was reported that an infection occurred. There was a small open area with exposed suture noted to outer aspect of the incision. The suture was removed and steri strips applied. Patient given an oral antibiotic. The implantable cardioverter defibrillator (ICD) system remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Products: 5076 implantable pacing lead implanted: 2013 (B)(6); 6935m55 implantable tachy lead implanted: 2013 (B)(6); 459888 implantable pacing lead implanted: 2013 (B)(6). (B)(4).